Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Pump communicated and calibrated properly with test guardian link transmitter. No change sensor alert, sensor updating error, calibration not accepted alert or communication anomaly noted. The insulin pump successfully downloaded to thus. The insulin pump alarmed pump error during self test and pump trace download confirmed pump error variable (B)(4). Pump error was due to broken trace u1 pin6 on keypad assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had sensor updating error and system ran slow. Sensor was not connect to insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.